Event description:
A 3.25mm diameter x 15mm length sprinter legend balloon dilatation catheter was used to pre-dilate a lesion located in the rca # 2; however, after pre-dilatation, a dissection was confirmed. The physician attempted to treat the dissection by implanting three endeavor rx drug-eluting coronary stents (MFR report# 2953200-2009-01217 - 01219); however, the dissection could not be cured, and the aortic valve was dissected after all. The patient was sent to surgery were valve replacement was performed. The patient is reported to be fine, and no other sequelae were reported. The physician commented that he did not feel any discomfort during use the relevant product. Medtronic has received the device and its analysis has been completed. The balloon had been inflated. There was a clear liquid in the inflation lumen and the balloon. There was no defect noted on the returned device that could have contributed to the reported dissection. Review of the cine images show the inflation of a balloon, most likely the sprinter legend device in the proximal rca for the pre-dilatation of the lesion in rca # 2. The guide catheter tip was deep seated in the proximal rca. The cine images identified that the balloon was pulled back into the guide during the performance of angiography post the pre-dilatation activities. The dissection into the aortic valve is evident on the images. Although communications from the account indicated that the dissection was confirmed post inflation of the sprinter balloon, there is no evidence to suggest that the inflation of the sprinter balloon directly resulted in the dissection. Communications from the account confirm that the device was used successfully for the pre-dilatation of the lesion at rca #2. The device has not been identified as the root cause of the event. The possibility exists that the positioning of the medtronic sherpa guide catheter (MFR report 1220452-2009-00037) in the proximal vessel and the treatment of the lesion that exhibited 90% stenosis may have contributed to the dissection, but this cannot be confirmed; however, vessel dissection is identified as an inherent potential risk of pci and stenting procedures.

Manufacturer narrative:
(Aortic valve replacement was performed) - evaluation: (cd review). Results: (dissection).